Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that when the patient presented to the clinic on (B)(6) 2017 they complained of feeling tired, dizzy when standing up, and stools were darker than usual. Blood test showed hemoglobin (hgb) of 5.8 gm/dl and hematocrit (hct) of 17%. Platelet count was 248x10^3/cmm, pt was 20.0 seconds, ptt was 32 seconds, and inr was 1.62. The patient was transfused with two units of packed red blood cells (prbcs). On (B)(6) 2017, the patient stated they felt bad, tired, and weak. Hgb was 7.7 gm/dl and hct was 23%. The patient was given one unit of prbcs. On (B)(6) 2017, the patient continued to report having dark, tarry stools. Hgb was 7.8 gm/dl and hct was 23%. Diagnostic capsule endoscopy showed active bleeding in the jejunum, within the proximal half of the small bowel. The patient was transfused with one unit of prbcs. On (B)(6) 2017, hgb was 7.3 gm/dl and hct was 21%. Upper device-assisted enteroscopy with fluoroscopy showed normal esophagus; normal stomach; a single non-bleeding angiodysplastic lesion in the jejunum, which was treated with argon plasma coagulation (apc); normal examined duodenum. On (B)(6) 2017, the patient continued to experience lethargy, fatigue, and dizziness. Hgb dropped to 6.9 gm/dl and hct dropped to 21%. The patient was given two units of prbcs. On (B)(6) 2017, the patient stated that they felt much better. Hgb was 8.7 gm/dl and hct was 25%. On (B)(6) 2017, the patient was discharged home in improved condition. Hgb was 8.6 gm/dl, hct was 25%, platelet count was 180.6x10^3/cmm, pt was 21.9 seconds, and inr was 1.81.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately three weeks later on (B)(6) 2017, the patient presented with continued bleeding and received another unit of packed red blood cells.

Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for a gastrointestinal bleed. The patient received packed red blood cells while in the hospital. The event was considered resolved a week later. The ventricular assist device (vad) remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.